Event description:
A customer reported experiencing a current occlusion alarm, which was not verified in the pump history. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer declined additional questions, and cts confirmed the pump serial number through sms, deciding that no further action was required and closed the case.